Manufacturer narrative:
(B) (4). Results: quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was loose on the balloon. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The protective sheath was not returned. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements were oversized. They did not meet manufacturing criteria. Quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in pt's anatomy and caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that when the vision stent delivery system (sds) was unpacked and the protective sheath was removed, the stent implant came off from the sds balloon. No additional even or pt info is available.